Manufacturer narrative:
D10. Concomitant products: vp-902-x, vp-902-x surgipro ii 8-0 60cm mv1355da, (lot#d3g1959y); vp-902-x, vp-902-x surgipro ii 8-0 60cm mv1355da, (lot#d3g1959y); vp-902-x, vp-902-x surgipro*ii 8-0 60cm mv1355da, (lot#d3g1959y); vp-902-x, vp-902-x surgiproii 8-0 60cm mv1355da, (lot#d3g1959y); vp-902-x, vp-902-x surgiproii 8-0 60cm mv1355da, (lot#d3g1959y); vp-902-x, vp-902-x surgipro ii 8-0 60cm mv1355da, (lot#d3g1959y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a coronary artery bypass graft procedure, the needle broke while suturing the anastomosis. This issue occurred on seven devices. No pieces fall in the patient cavity. To resolve the issue, a new device was used from another batch. The procedure time was extended for an hour.